Manufacturer narrative:
Additional information: device manufacture date provided. Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for evaluation. Testing found that the enclosure failed load box testing and that the indicator was off.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to site to test the equipment. Representative reported that at install it was found that the drive enable bar was sticking and representative changed it. The power conversion board was found not providing 400 vdc to stand alone board. The power conversion was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect power conversion board has been received by the manufacturer for evaluation but the results are not available yet.

Event description:
A medtronic representative reported that while outside of procedure, during new install it was found that the power conversion board was not providing 400 v to stand alone board. There was no patient present at the time of the issue.